Event description:
The user facility reported that the caviwave cleaner was leaking from the water line causing water to accumulate in the room where the cleaner is located and surrounding rooms; no injuries were reported to hospital staff or patients.

Manufacturer narrative:
A steris service technician inspected the unit and found that the hose connection on the water line had not been properly secured with a clamp during installation, allowing the hose to loosen and cause the reported leakage. Steris reviewed the proper installation method with the contractor who installed the caviwave cleaner. This is considered to be an isolated event.